Event description:
It was reported the pt was no longer receiving stimulation. It was also reported the charger and programmer could no longer communicate with the ipg. The pt had not recharged the ipg as intended. A review of the manufacturer's device record database revealed the pt's ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.